Event description:
It was reported that the patient received inappropriate shocks due to oversensing of noise. Upon further review the noise was determined to be due to fluid. The clinic informed the field representative that the patient had been getting fluid drained weekly for awhile. No x-ray was taken and no further issues were suspected. Tachycardia therapy was programmed off in the subcutaneous implantable cardioverter defibrillator (s-ICD). The s-ICD was ultimately explanted and the electrode surgically abandoned. No additional adverse patient effects.

Manufacturer narrative:
This report is being filed to correct the describe event or problem.

Manufacturer narrative:
This report is being filed to correct the h4 field (blank on previous report), the d2 common device name field (incorrect on previous report) and the g1 manufacturer field (incorrect on previous report).

Event description:
It was reported that the patient received inappropriate shocks due to oversensing of noise. Upon further review the noise was determined to be due to fluid. The clinic informed the field representative that the patient had been getting fluid drained weekly for awhile. No x-ray was taken and no further issues were suspected. Tachycardia therapy was programmed off in the subcutaneous implantable cardioverter defibrillator (s-ICD). The s-ICD was ultimately explanted and the electrode surgically abandoned. No additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing of noise. Upon further review the noise was determined to be due to fluid. The clinic informed the field representative that the patient had been getting fluid drained weekly for awhile. No x-ray was taken and no further issues were suspected. Tachycardia therapy was programmed off in the subcutaneous implantable cardioverter defibrillator (s-ICD). The s-ICD and electrode remain implanted and no additional adverse patient effects were reported.